Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 600 mg/dl. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Technical support planned to replace the pump and as a corrective action, the customer decided to rely on multiple daily injection to ensure delivery of insulin therapy.

Event description:
A malfunction was reported on a pump, and the issue caused the customer¿s blood glucose level to rise to 600 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Technical support provided information on resetting the pump but the malfunction code recurred, leading to the decision to replace the pump. The customer was informed about receiving a replacement pump with updated software and was advised on the steps to be taken upon its arrival, including returning the old pump to tandem.